Event description:
During routine testing of the device at the service center, the service technician reported the rear cover of the monitor was cracked. The monitor was originally returned for repair of a color chip failure when the cracked rear cover was found. Since the event occurred at the service center, there was no patient involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.